Event description:
It was reported that a patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to fluid loss. The device was not working and there was a split in the tubing from the pump to the reservoir. Post revision, the new implant works well, and no patient complications were reported.